Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. It was reported that the pump battery gauge went from 95% to 5% to 100% without charging the pump. It was also reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged when plugged into a pc. The customer's blood glucose was 150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.